Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized and dispatched through emergency room due to high blood glucose level on (B)(6) 2022. Customer stated that insulin pump was not working. It was unknown that auto mode feature was active at the time of incident. The insulin pump will not returned for analysis.